Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer stated that the insulin pump is not delivering insulin. Customer stated that she needs to increase her basal rate as it is too low. Customer blood glucose levels ranged from 250 to 443 mg/dl. Customer treated her high blood glucose with manual injections. Customer reported symptoms related to her high blood glucose included thirst, blurred vision, and very dry skin. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's high blood glucose issue could not be determined. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.